Event description:
It was reported that pump housing and usb port were damaged, which prevented customer from charging pump and meant pump could no longer be guaranteed watertight, although pump had not shut down and no low power or shutdown alerts had occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, to enter settings and reconnect continuous glucose monitor to replacement pump, and to return damaged pump using prepaid label, while technical support arranged shipment of replacement pump.